Event description:
It was reported (2) hp052 devices were used during a bowel procedure. It was reported by the rep the devices did not work with the curved 14cm shears. There was no consequence to the pt. The case was completed using cautery and suture ties.